Manufacturer narrative:
The analysis of the computer for the viewing station of the imaging system was completed by medtronic personnel. Testing found that the system would not fully boot or ready. The software was reloaded onto the computer, where the unit then functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the viewing station for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer has been received by the manufacturer for evaluation. However, results are not available at time of filing. Device manufacture date is unavailable. Other relevant device(s) are: product ID: bi71000476, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not boot and the system displayed a database error message. There was no patient present when this issue was identified.